Event description:
Device report from (B)(6) reports an event as follows: it was reported that following a tibial nailing surgery on (B)(6), 2022, the connector and insertion handle were jammed not able to be disassembled. In the procedure, the connector and insertion handle were assembled before the nail was introduced into the medullary canal. During insertion, the surgeon hammered the connector to get the nail properly inserted. The assembling was done according to recommended operation technique and IFU. Further disassembly effort was made both after washing and sterilisation at the hospital and also after return at the distributor¿s office with no success. Procedure was completed with no delay. This report is for a standard insertion handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.045, lot: 8525274, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: september 11, 2013, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the insert-handle f/expert tn+fnwas found the device stuck in the connec l141 f/insertion handle. No other defect was found. A dimensional inspection for the insert-handle f/expert tn+fn was unable to be performed due to the mating its stuck on the handle. A functional test to assess the unable to disassemble condition was conducted and it was not possible to disassemble the devices. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the insert-handle f/expert tn+fn would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.